Manufacturer narrative:
(B)(4). Date sent: 4/14/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Unknown what confirmation was received that the device was fully fired? Audible crunch of ring how was the procedure completed? Failed site removed and another stapler fired proximal to failed sight and other anastomosis done lower in the colon with another like device. Resident fired device. Extended surgery time. Were there any patient consequences? No. What is the current status of the patient? Fine.

Event description:
It was reported that during a low anterior resection procedure, the device did not staple at all and it cut only 270 degrees around the circumference of the bowel. It is not known how the procedure was completed. The patient status is unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.